Event description:
It was reported that four (4) light sensitive drug sets leaked from an unspecified location and had air bubbles. This was observed prior to patient use. This was used with an evo iq pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot#: the reported lot "2e11v542" does not appear in the database. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: two (2) actual devices and two (2) retention samples were received for evaluation. The retention samples were visually inspected and did not identify any abnormalities that could have contributed to the reported condition. Air passage testing was performed on the retention samples, and no blockages were found. Leak testing was performed on the retention samples, and no leaks were identified. Traction testing (to failure) was performed on the retention samples with no issues noted. The retention samples were functionally tested by loading them into an infusion pump. A functional flow rate test was performed, and there were no issues noted. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within the acceptance criteria. The actual samples were received in a biohazard bag at the plant for evaluation. The samples were all contaminated with lipid. A visual inspection was performed on the samples within the plastic bag, and it was not possible to identify a leak. Since the samples were received contaminated, no further sample analysis could be performed. The reported condition could not be confirmed or refuted in the actual samples and the reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.